Event description:
The customer reported that his blood glucose went low to 44 mg/dl and the basal rate on the insulin pump changed on its own. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement and restart error tests. The insulin pump was monitored for 24 hours and no unexpected basal changes were noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a missing end cap sticker and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)